Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) started by checking which components had failed and was able to clear all listed failures by attempting recovery. The spaces did not open; they simply cleared. The fse then accessed hardware test application (hta) and opened every drawer and door to attempt to replicate the error, but no failures occurred. The last drawer that had previously been worked on was tested and it functioned properly. Next, the fse pulled several medications in hta so the customer could replicate refills, and no issues were observed. As a final step, the fse inspected the bus cables in both the auxiliary and the main unit. On the main unit, the fse found a section of the cable where rubbing had exposed the copper wire, creating a small char mark on the back of drawer 5. Pictures of the finding were attached. The fse proceeded to replace the bus cable on the main unit, tested drawer 5, and rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was consistently failing drawers and displaying device not detected on bus errors. Approximately half of the drawers had failed at the time of reporting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.